Event description:
It was reported that the patient experienced inadequate stimulation and the implantable pulse generator (ipg) was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months prior to the date the manufacturer became aware.